Event description:
It was reported that on(B)(6) 1999, the patient underwent an anterior complete disc excision, l4-5 and l5-s1 with partial endplate excision, the anterior lumbar interbody fusion at l4-5 and l5-s1, the redo segmental instrumentation with intrasacral fixation from tl2 to s1, the redo posterior lateral fusion at tl2, l1, l2, l4-5, and l5-s1, the removal of previous segmental instrumentation from tl2 to s1, and the iliac crest bone graft. It was reported that on (B)(6) 1999, the patient underwent a redo laminectomy and foraminotomy at left side of l4-l5 and l5-s1. It was reported that on (B)(6) 2005, the patient underwent a revision decompression at l5-s1, interbody fusion, and exploration fusion. It was reported that on 13 october 2010 the patient underwent a surgical procedure. It was reported that the patient suffered pain and injuries.

Event description:
It was reported that on (B)(6) 1999, patient presented at hospital, where doctor performed a surgical procedure: the anterior, complete disc excision, l4-5 and l5-s1 with partial endplate excision, the anterior lumbar interbody fusion at l4-5 and l5-s1, the redo posterior segmental instrumentation with intrasacral fixation from t12 to s1, the redo posterior lateral fusion at t12, l1, l1-2, l4-5, and l5-s1, the removal of previous segmental instrumentation from t12 to s1, and the iliac crest bone graft. On (B)(6) 1999, patient presented at hospital, where doctor performed a surgical procedure: the redo laminectomy and foraminotomy at left side of l4-l5 and l5-s1. On (B)(6) 2005, patient presented at hospital where doctor performed a surgical procedure: the revision decompression l5-s1, interbody fusion, and exploration fusion. On (B)(6) 2010, patient presented at hospital, where doctor performed a lumbar fusion surgery in which rhbmp-2/acs was used. Patient later returned home, but her pain and difficulties did not subside. Patient now suffers from severe injuries and damages, including chronic pain syndrome, neck pain, herniated discs, and bulging discs.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified surgery. No additional information has been provided.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.